Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that a perforation of vessels is a potential adverse event that may occur and/or require intervention with use of the system. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The ostial right coronary artery (rca) was treated using the diamondback 360 coronary orbital atherectomy device (oad). After the third treatment was performed on low speed, a perforation was observed proximal to the rca. The oad was removed. Angioplasty was performed and two stents were placed. Echocardiogram (echo) was performed twice, and no effusion was observed. The patient was stable.